Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the mildly tortuous and 85% stenosed anatomy resulting in the reported difficult to advance. Interaction with the mildly tortuous and 85% stenosed anatomy resulted in compromising the stent such that during inflation resulted in the reported stent dislodgement. The treatment appears to be related to the operational context of the procedure as another 3.0x08mm xience xpedition was used to embed the dislodged stent into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior artery that is 85% stenosed. A 3.0x08mm xience xpedition was advanced and resistance with anatomy was noted. During deployment the stent dislodged and was hanging in the lumen slightly outside of the lesion. Another 3.0x08mm xience xpedition was used to embed the dislodged stent into the vessel wall. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.